Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to orthopediatrics for investigation as it is still implanted. Correction/removal reporting#: 3006460162-04-11-2017-001-c. A post operative x-ray was provided and the complaint was confirmed. A device history records review was unable to be performed as the lot number of the device involved in the event is unknown. Investigation results concluded that the reported event was due to the surgeon not adequately following the steps outlined in the surgical technique for "final tightening" of the set screw and the confirmation that the rod is fully seated into the bottom of the pedicle screw prior to final tightening. Updated surgical technique, sales rep notifications and training has been updated and/or distributed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Orthopediatrics will continue to monitor for trends.

Event description:
It has been reported that following a spinal correction procedure, it was discovered via x-ray that the rods came out of tulip screws at the distal end of the construct. The patient was revised adding additional levels and the rods were connected with in line connectors. Attempts have been made and additional information on the reported event is unavailable.